Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned to edwards, therefore, the sample device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
A copy of the patient's op report was received, which indicates that this patient presented with a left atrial mass status post coronary artery bypass grafting and aortic valve replacement with prosthetic aortic valve insufficiency. At the time of surgery, there were moderate adhesions at median sternotomy. The left atrium was moderately enlarged. There was a mass in the region of the base of the left atrial appendage going on to the pulmonary veins. This appeared to be a myxoma. The prosthetic valve appeared to have one leaflet degenerating and prolapsing below the coaptation point of the valve. The device was removed and a new edwards prosthetic valve was implanted. There were no reported complications. The patient was transferred to the cv ICU in stable condition. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). In this case, the op report documents one leaflet prolapsing. Unfortunately, the device was discarded by the hospital; therefore, the reported valve findings could not be confirmed. No other actions are possible with the available information.